Manufacturer narrative:
(B)(4):architect i2000 analyzer, list # 8c89-01, (B)(4) no method, results or conclusions can be made at this time.this is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer observed five occurrences of error code 1007 (unable to process test, activated read failure) for the architect hiv and hepatitis b surface antigen assays when reaction vessel (rv) lot 71451p100 was in use. The customer believes the analyzer was performing acceptably. The customer was advised to replace the trigger and pre-trigger sensors and replace the lot of rvs. The customer observed a decrease in error messages, although one occured from time to time. There was no impact to patient management.

Event description:
It was reported that during a laparoscopic low anterior resection procedure the blade was broken off when it was cleaned. As the blade was broken off outside the patient, no pieces were left inside the patient. Another device was used to complete the case. There were no adverse consequences to the patient. The doctor commented that the blade had touched forceps.

Manufacturer narrative:
(B)(4). Architect i2000 analyzer, list # 8c89-01, (B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The previous investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The previous investigation also identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. The latest investigation identified additional variables within the suppliers molding manufacturing process. Abbott has implemented more stringent static charge sampling and testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.